Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 850c56. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 850c56, and no non-conformances were identified.

Event description:
It was reported that during a sleeve procedure, the stapler did not fire at all. They took the battery out and rotated, but still didn't work. Had to open a new stapler to complete the rest of the case without patient harm.